Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, citation: yazdani, m., yazdani, s., sallee, c. Severed intrathecal drug delivery system catheter due to excessive reservoir movement. Nans. 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: yazdani, m., yazdani, s., sallee, c. Severed intrathecal drug delivery system catheter due to excessive reservoir movement. Nans. 2019 summary: a (B)(6) year old female with a pmh of class iii obesity, type 2 diabetes mellitus, osteoarthritis, hypertension, and thoracolumbar post-laminectomy syndrome presented to our institution for evaluation. She suffered a motor vehicle accident three years prior and had undergone fusion from t11-l3 and l4-s1. She complained of severe axial back pain in her thoracolumbar spine. Plain films and CT scans revealed no complications with her hardware placement. She had undergone treatments without sustained relief, including physical therapy, medical management, limited facet rhizotomy, epidural steroid injections, and a dorsal column stimulator trial. Her opioid regimen consisted of oxycodone ER 20mg twice daily and immediate-release oxycodone 10mg up to four times daily. After undergoing a pain psychology evaluation, she was taken to the operating room and underwent an intrathecal opioid trial with 100mcg of hydromorphone. She reported 80% pain relief without significant adverse effects. She had an idds implanted three weeks later. Due to her obesity, securing the reservoir to fascia was challenging. Despite wearing her abdominal binder for six weeks, she reported feeling movement at the reservoir site. Upon inspection, the reservoir was noted to be mobile with occasional, reversible flipping. Plain films revealed stable position of the catheter in the intrathecal space. She was taken to the operating room for reservoir site revision in the supine position. The hope was that reattaching the reservoir to fascia in this position would be significantly easier than in the lateral decubitus position. Upon exploration of the pocket site, the catheter was found to be wrapped around the reservoir multiple times and severed both at the site of bell attachment (figure 1) and close to the tunneling site to the lumbar incision (figure 2). Despite catheter revision attempts, no csf could be aspirated from the catheter. The idds was turned to minimum rate and the reservoir more securely attached to fascia. She was brought back to the operating room two weeks later and placed in the lateral decubitus position for lumbar site catheter revision. The catheter at this site was noted to be deformed, presumably from the stretching and tension caused by the reservoir motion (figure 3). Once the catheter was replaced, it was re-tunneled to the abdominal site where it was evident that the reservoir anchoring in the supine position had, indeed, been beneficial. She wore an abdominal binder for an additional six weeks and now reports adequate analgesia without reservoir site motion. Reported event: she had an idds implanted three weeks later. Due to her obesity, securing the reservoir to fascia was challenging. Despite wearing her abdominal binder for six weeks, she reported feeling movement at the reservoir site. Upon inspection, the reservoir was noted to be mobile with occasional, reversible flipping. Plain films revealed stable position of the catheter in the intrathecal space. She was taken to the operating room for reservoir site revision in the supine position. The hope was that reattaching the reservoir to fascia in this position would be significantly easier than in the lateral decubitus position. Upon exploration of the pocket site, the catheter was found to be wrapped around the reservoir multiple times and severed both at the site of bell attachment (figure 1) and close to the tunneling site to the lumbar incision (figure 2). Despite catheter revision attempts, no csf could be aspirated from the catheter. The idds was turned to minimum rate and the reservoir more securely attached to fascia. She was brought back to the operating room two weeks later and placed in the lateral decubitus position for lumbar site catheter revision. The catheter at this site was noted to be deformed, presumably from the stretching and tension caused by the reservoir motion (figure 3). Once the catheter was replaced, it was re-tunneled to the abdominal site where it was evident that the reservoir anchoring in the supine position had, indeed, been beneficial. She wore an abdominal binder for an additional six weeks and now reports adequate analgesia without reservoir site motion.